Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The 14f esheath was returned to edwards lifesciences for evaluation. The returned device was visually inspected, and the following was observed. The sheath was fully expanded, and the tip was opened, as designed. Sheath distal tip split confirmed. Minor soft tip damage was present. Liner was bunched and partially delaminated at the distal end tip. Scratches observed near distal end of shaft. Due to the nature of the complaint event, no relevant functional testing and dimensional testing was able to be performed. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. During manufacturing of the esheaths, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions were reviewed instruction for use (IFU) for esheath, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The device preparation training manual provides guidance on sheath preparation. Ensure to not to bend, pinch, or flatten when unpacking and handling. Do not use if packaging or any components that are not sterile, have been opened or are damaged. Gently flush dilator through guidewire lumen with heparinized saline. Keep distal tip of sheath elevated while flushing to ensure complete flushing. Advance a dilator fully into sheath housing using short movements until it stops. Keep distal tip of sheath elevated while advancing dilator. Ensure length of sheath and dilator(s) are wet. Check tip to ensure sheath has not prematurely opened. Do not re-flush sheath after advancing dilator. During sheath insertion, ensure that the proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation (above the renal arteries). Do not use if the sheath is damaged (i.e. Kinked or stretched). Always observe fluoroscopy during insertion. Proper screening is critical to reducing vascular complications. Know position of sheath tip in the aorta. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Do not force sheath. No IFU/training deficiencies were identified. A risk assessment was performed on the reported event and reveal the following applicable items in the risk management worksheet as a potential cause that may lead to procedural delay. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The risk of sheath distal tip splits and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to insert/withdraw the delivery system and esheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with distal tip splits. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip split was confirmed based on the evaluation the returned device. However, no manufacturing nonconformances were identified during the evaluation. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, "during the deployment of the valve, the balloon ruptured". Upon returned device inspection, a distal tip split was observed on the sheath. Calcification in the patient's access vessels, as evidenced by the scratches along the shaft , can interact with the sheath, contributing to the sheath distal tip split. As the balloon had burst during deployment, the balloon profile was altered. This altered balloon profile may have caused the balloon to catch on the distal tip of the sheath. This can increase the necessary retrieval force required to pull the delivery system through the sheath and it is possible excessive manipulation was used to withdraw the delivery system, subsequentially leading to the splitting of the sheath distal tip. In this case, available information suggests that patient (calcification) and/or procedural factors (withdrawal of burst balloon, excessive manipulation) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions, nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. As there was no confirmed edwards defect, no corrective/preventative actions are required.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03836 and 2015691 -2021-03917. This investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a valve-in-valve procedure using a 23mm sapien 3 ultra valve in the aortic position via transfemoral approach, the balloon ruptured. There was no withdrawal difficulty noted or vascular injury to the patient. However, during pre-decontamination findings it was observed that the esheath distal tip was split.